Event description:
A hospital reported that the seal of a rt040m full face mask had separated from the plastic shell prior to the package being opened. No patient consequence was reported.

Manufacturer narrative:
This report was prepared by rep: the complaint device was not returned. Results: our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: we have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. We currently anticipate that we will be implementing an added silicone adhesive step (to apply the adhesive between the silicone facial seal and the plastic mask base) in our production process imminently. Our moni-toring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.045%.